Manufacturer narrative:
(B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that unknown ucla custom internal hex abutment used in a cement retained bridge from tooth location # 12 to #14 had a fractured screw in implant ioss411.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date not available with no lot number.